Event description:
During a follow-up, the device could not be interrogated due to suspected premature battery depletion. A magnet was used to inhibit therapy as the device was explanted and replaced. The patient was stable with no adverse consequences.

Manufacturer narrative:
As received, the device was returned for analysis. Visual inspection of the device revealed the can was swollen but no other anomalies were noted. The device was interrogated with a programmer, but communication could not be established between the device and the programmer due to a depleted battery. Further analysis on the device revealed no sources of high current drain. Additional testing on the battery was performed and lithium clusters were observed. The lithium clusters were shorting the anode and cathode of the battery. These analyses concluded that the premature battery depletion was caused by a lithium cluster induced short circuit.